Event description:
Consumer mailed in the survey to complain on the sid of the guard there is a seam. My guard came apart at this point. The bottom seam is still intact (flat). Does not want replacement would like a refund.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.